Manufacturer narrative:
Additional information: the device was received with no telemetry and the battery was at end-of-life (eol) level due to normal battery depletion. Telemetry was re-established after a new battery was installed. Device testing was performed to verify functionality of the telemetry in field conditions by reducing the battery level. Test results indicated loss of telemetry at eri battery levels. A hybrid anomaly was the cause of the telemetry issue. The device was implanted for 12.86 years which exceeds device¿s 12.49 year projected longevity and is considered normal battery depletion. The reported event of interrogation failure was confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, the device was unable to be interrogated. The device was explanted and replaced to resolve the event and the patient was in stable condition.